Event description:
It was reported to baxter (B)(4) that the tubing of a y-type tur-bladder irrigation set separated during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection of the sample confirmed separation of the tubing from the y junction. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition is attributed to not enough solvent depth being added during the manufacturing process. Baxter shall keep monitoring these events during quality reviews.